Event description:
It was reported that the sjm lead (1642t-52) on the atrial side had been under tension for some time, and noise due to this was considered possible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).